Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the insulation on the electrode detached. Nothing fell into the patient cavity. A new device was used to continue the procedure without any patient harm.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.